Event description:
It was reported that a dexcom g7 continuous glucose monitor initially failed to pair with the ilet bionic pancreas, limited to pairing with the ilet, and the cgm subsequently paired successfully after the user toggled cgm settings and restarted the ilet, consistent with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a temporary connectivity issue limited to pairing between the dexcom g7 and the ilet, with no device alarm behavior and no confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.